Event description:
It was reported a pt underwent a kyphoplasty procedure on (B)(6) 2008. During the procedure, an expired inflatable bone tamp was used in the pt. There were no pt complications or adverse events reported. No additional info was reported.

Manufacturer narrative:
Method: device not returned, f/u with company rep. Product was from trunk stock.